Event description:
It was reported that pacing impedances on this right atrial (ra) lead reached 2001 ohms. The patient was noted to be in atrial fibrillation when evaluated. No adverse patient effects were reported. The device and leads remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)